Manufacturer narrative:
The device was not returned for eval. A review of production batch records was performed and found to conform to specification requirements. At this time, jjpi considers this complaint to be closed.

Event description:
Johnson and johnson professional, inc., became aware of this event through a litigated claim, summons and complaint notice. The pt was diagnosed with a granuloma at the site of her hip replacement, and had revision surgery to replace the original hip components. During replacement surgery significant corrosion and erosion of both the original metal and plastic prosthetic hip components was found. The pt has subsequently lost all feeling and sensation in her groin area. This complaint also involves a competitor's products, as well.